Event description:
It was reported that the patient has no more hearing sensation since one week. External equipment were checked by the parents. The patient will be seen on (B)(6) 2015 for further technical checks, in case of re-implantation the scheduled date is (B)(6) 2015.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found, even though no such causal event, like an accident has been mentioned. This is a final report.

Event description:
Additional informaiton: no report of trauma has been received.